Manufacturer narrative:
Per evaluation from the manufacturer: complaint verified - the camera card edge would not seat properly in the camera receptacle. A functional test confirmed the customer's complaint. The issue was caused because of a missing card edge receptacle roller pin. This roller pin became missing/dislodged because the roller pin retainer lip had broken. A visual inspection confirmed excessive amounts of contamination around the front panel near the broken roller pin receptacle. This contamination likely weakened the retainer lip causing it to break. The customer's receptacle was damaged due to contamination from improper sterilization. The entire receptacle, edac, and front panel will need to be replaced to address the customer's issue. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was returned to our us facility on feb-6-2025, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a procedure (case type and date was not provided), device had intermitting blackouts. They were able to complete the procedure with a back-up unit without any patient impact.